Event description:
In 2002, a 36mm asd device was implanted. Following the procedure, the patient was asymtomatic; however, a post-cath x-ray verified that the device had embolized to the pulmonary artery. The device was surgically removed and the defect was repaired. There were no patient complications and the patient fully recovered.